Event description:
It was reported by a customer in the USA that, a (B)(6) year-old female patient arrived at the emergency room as the result of a near drowning. On examination the patient was found not having any abnormal anatomy, but a scar from a previous tracheostomy tube. The patient was intubated at 18:36 hours, and the cords were clearly seen. The stylet was not protruding. 6cc of air was used to inflate the cuff, and no pressure reading was taken. Co2 reading and auscultation was used to confirm the placement, and no epigastric sounds were detected. An x-ray was taken, and it confirmed correct placement. Water based lubricant gel was used for ease insertion of the device. At around 21:21 hours, the patient was having frequent strong coughs, and the staff noticed the patient¿s neck was swelling. A cervical spine computed tomography (CT) scan was performed, revealing subcutaneous air. A bronchoscopy was performed, and the tube was deflated and extracted. A stent was placed to cover the 5cm posterior tracheal tear. It was reported that the patient¿s o2 saturation remained at 100 % during the incident. The device was reported to be a 7.5 hi-lo endo tracheal tube, with no lot number available. The stent was removed several days after the patient left the hospital.

Manufacturer narrative:
No product will be returned for an investigation, as the actual device was discarded by the customer. (B)(4).